Event description:
The account alleged the head section wouldn't lower. No injuries. She feels that the problem is with the head gas spring.

Manufacturer narrative:
A gas spring was ordered for the account. Repairs have not been completed.